Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Electric dermatome operated with interruptions and there was a damaged power cable. The event occurred before surgery and there was no harm to the patient or user, and no delay involved. No adverse events were reported as a result of this malfunction.

Event description:
Electric dermatome operated with interruptions and there was a damaged power cable. The event occurred before surgery and there was no harm to the patient or user, and no delay involved. An alternate device was used for the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2018, it was reported that before surgery the device operates with interruptions; the power cable was damaged. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was october 18, 2011 where it was reported that the electronics won't start and the head, control bar and standard repair parts were replaced. This is not a related issue. Product review of the electric dermatome by flextronics on february 7, 2019 revealed that the device was not functional as it had a damaged cable and corroded eccentric shaft. It was out of calibration and the control bar position was not correct. The unit failed the voltage test and had a defective motor. Repair of the electric dermatome was performed by flextronics on february 27, 2019 which included replacement of the eccentric shaft, needle bearing, screws, motor, power cord and switch. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by flextronics it was noted that the device was not functional. It had a damaged cable and a defective motor. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the device was not functional. It had a damaged cable and a defective motor. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.